Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. It was noted that the leas had migrated. The patient underwent a lead revision procedure to correct the placement. The patient was doing well postoperatively. The device remained implanted.